Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: at the start of the case, the surgeon noticed that the handpiece would activate without the activation button being pressed. They tested by holding in the air and noticed the activation sparks while the button was not being activated. Staff used a second handpiece and the same generator to complete the case successfully. There may have been another, unknown issue with the second handpiece, however, the device was discarded. Analysis conclusion: complaint not confirmed: the device was unable to be investigated because device was returned without the cord, plug connector, saline drip chamber, and the spike as they were cut off from the device handle rendering the device inoperable which impedes a functional inspection patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the surgical case, the surgeon reported the aquamantys handpiece would activate without the activation button being pressed. There was no surgeon or patient injury reported.